Event description:
It was reported that when the patient presented into clinic, a gradual increase in pacing lead impedance and capture threshold over the past 3 years was noted. The patient will be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.